Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Provided follow-up data have been analyzed and estimation of the longevity has been performed. Patient files analysis revealed that the recommended replacement time was not reached on (B)(6) 2023 with a battery impedance of 1,53ko and a time to rrt of 2y 8 months (min 1y 11months). For the following calculation, the device explantation date is estimated on (B)(6) 2025 (B)(6) 2023 + 1 y 11m). Based on available data, the expected overall longevity is estimated at ¿ 92 months (7 years 8 months). The implantation duration is estimated at 83 months, which is higher than 75% of the estimated overall longevity (75% of 92 months = 70 months). Based on hrs guidelines, normal battery depletion occurred. Based on available data, no issue is suspected on this device.

Event description:
Reportedly, in 2020, the battery longevity was estimated to 6 years. On (B)(6) 2022, the battery longevity was estimated to 3 years. On (B)(6) 2023, the battery longevity is estimated to 1 and 11months.